Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples from the customer facility for evaluation; therefore, the investigation was limited. Photo show an example of where tubes should be and not a tube defect. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The under filling of tubes will result in an incorrect blood-to-additive ratio and can lead to incorrect analytic results or poor product performance. The quantity of blood drawn into evacuated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure and filling technique. Always fully seat and hold a citrate tube on the back end of the needle while filling, allow the tube to fill until the vacuum is exhausted and blood flow ceases, when using a winged blood collection set for venipuncture and a coagulation (citrate) tube is the first specimen tube to be drawn, a discard tube should be drawn first. It is important to remove the air from the blood collection set to ensure the proper blood volume is obtained in the tube. Investigation conclusion: as no samples were received for evaluation, the customer's indicated failure mode was not observed by bd. Photo show an example of where tubes should be and not a tube defect. Root cause description: as there was no sample available for evaluation, a root cause could not be determined. Photo show an example of where tubes should be and not a tube defect. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 363083, batch no. Unknown. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were under filling. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: we are looking for more stringent guidance for coag specimen fill volumes. There is an faq document on the bd website regarding the sodium citrate tube - that it is designed to fill within 10% of the stated draw volume. When we do an experiment 10% above and below - in our system each individual touching that tube would have to assess adequacy of fill. Our concern is that even though this meets standards. The underfilling was purposeful based on bd stated fill at 10% above or below the 2.7 ml draw. We wanted to see what that actually looked like visually. We feel like we need better visual guidance from bd on acceptable fill range.